Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, it was reported by a sales representative via phone that an ar-3636 fibertak implant repair suture was frayed and the suture broke on tensioning. This occurred during use in a case with no patient effect. No delay to the case. The case was completed using the another fibertak.